Event description:
As reported by the affiliate, after the precise stent was deployed in the carotid lesion, there was slow flow. The flow was normal berefore the stent was placed but there was no difficulty deploying the stent. Suction was carried out to aspirate 90ml of blood, and the flow recovered normal. The patient had no symptoms, was in stable condition after the procedure and neurologically intact.

Manufacturer narrative:
After placement of the precise stent it was reported that blood flow stopped. The angioguard embolic device filter basket was suctioned of debris using a suction catheter, after which blood flow returned to normal. The patient was neurologically intact when taken from the angio suite and is in stable condition. It is noted that in japanese usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infarction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by patient, procedural, pharmacological or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Cordis corporation reported no product is expected to be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause of this incident. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging. This packaging lot contained units, which were shipped from lake region medical on october 11, 2007. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.